Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was noted on the right ventricular (rv) lead. Technical support was contacted and additional information was requested but not yet received. The rv lead remains implanted. The patient was in stable condition.

Event description:
During follow-up, oversensing was noted on the right ventricular (rv) lead. Technical support was contacted. The rv lead remains implanted and the physician will continue to monitor the rv lead. The patient was in stable condition.